Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a leak in the reservoir past the o-rings. Customer stated that he was changing the set when he noticed that there was fluid in the insulin pump. Customer stated that there is damage to the reservoir. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.